Event description:
It was reported that the patient developed a seroma in the device pocket. As a result, the pump and catheter were explanted on (B)(6) 2013. Patient outcome was unknown at the time of the report. The device system delivered infumorph and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).